Manufacturer narrative:
1.customer says four tests used were negative results but later tested positive at doctor. 2.the model of test kit is the ihealth covid-19 flu a&b 3-in-1 (cov-flu-2),the type of false negative was not specified. 3.type of test taken at doctor was not specified,unsure if it is a molecular test. 4.the manufacturer retested the lot (242cf10902) with flua,flub and covid positive samples ,no false negative were detected.

Event description:
Event details: customer said to use four tests of ihealth covid-19 flu a&b 3-in-1 were negative results but later tested positive at doctor.